Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of an 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral breast ptosis after a physical exam. As a result, the patient underwent removal and replacement with 480cc mentor memorygel breast implants on (B)(6) 2022. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-03209 for the contralateral event.

Manufacturer narrative:
On august 04, 2022, mentor received additional information that updated the patient's age at the time of the event as 35 years old. The appropriate fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2022, mentor became aware that an error was submitted in the initial report. The suspect medical device was received by the mentor analysis lab on march 24, 2022. On june 27, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4). In the initial, it should have been reported that the suspected product was received on march 24, 2022. The "d9 device available for evaluation?" Should have been 'yes' and "d9 is device returned to manufacturer?" Should have been check marked.